Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: ji wj la. Transarterial embolization of cavernous sinus dural arteriovenous fistula using onyx. Chin j neurosurg dis res. 2015;14(5):457-458.

Event description:
Medtronic received information through review of literature that there were four cases of post-operative complications; these included 2 cases of ipsilateral facial numbness, 1 case of facial paralysis, and 1 case of diplopia. Complete occlusion was reported in 12 patients and partial occlusion was reported in 3 patients. Clinical follow-up ranged from 3 ¿ 24 months (mean 18 months); at follow-up, complete occlusion was reported in 13 patients, recanalization was observed in 1 patient, and partial occlusion was observed in 1 patient. The purpose of the article was to analyzed the clinical efficacy of transarterial embolization of cavernous sinus dural arteriovenous fistula (csdavf) using onyx.